Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the electrode belt current test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed the electrode belt current test. Upon service investigation, several pins of the flash ram component u713 were found to be out of tolerance. This caused the belt to fail the electrode belt current test. The root cause of the out-of-tolerance component cannot be positively identified. No adverse event resulted from the defective component. The last pt to use this belt did not report any deficiencies.